Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 456845 ra lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high threshold and no capture. The lead remained in the patient but was replaced. It was also reported that the right atrial (ra) lead had no capture. The ra lead remained in the patient but was replaced. Follow up further reported that both leads were capped, and the rv lead was replaced. A pin plug was placed in the atrial port of the pacemaker. Follow up also confirmed that there were no attempted, not used, leads. No patient complications have been reported as a result of this event.